Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. Since this is an OEM supplied device, a lot history review is not applicable. (B)(4).

Event description:
During the case the vaso view hemopro 2 was working intermittently. After the extension cord and cable were twisted, the vasoview hemopro 2 device worked. They believe that there is a short in one or both cables. This occurred during a case with no pt effects. The case was completed using the same equipment.